Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced mesh erosion, pain, urinary incontinence, mild discomfort and recurrent stress urinary incontinence (sui). An excision of the mesh and a re-implantation of aris mesh for sui were performed.